Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had an unrelated shoulder procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external device and stimulation was lost. The patient controller was displaying the error message "cannot connect to generator: the generator is not responding. In turn, patient met with an abbott representative and after troubleshooting, the issue was resolved, and therapy was restored.

Manufacturer narrative:
It was reported to abbott, a patient underwent an unrelated surgery and had not have set the ipg to surgery mode. Thereafter, the ipg failed to establish communication with their patient controller. Recovery efforts by the rep were successful and access to therapy was restored. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.